Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The hcp reported that the patient had several device revisions, and that both devices were revised. The hcp reported that one battery revision was due to a question of if the ins was functioning properly. The hcp reported that a device was turned off and there was a revision due to infection. No further patient complications have been reported as a result of this event.